Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation and revealed an e224 (scope communication) error. No other issues were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: bad cable connector unit. A probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited an unspecified malfunction. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited an unspecified malfunction. The issue occurred during reprocessing. There was no patient involvement.